Event description:
Device malfunction: balloon rupture, detached balloon fragments. Time of malfunction: during the procedure. Symptoms/ae: nonresorbable materials unretrieved. It was reported that during a radial arteriovenous fistula angioplasty procedure, during the second inflation of the fox sv balloon at unspecified atmospheres (atm) of pressure, a concentric rupture occurred and the device became stuck in the vessel. Reportedly, the balloon catheter was forcefully removed from the vessel. The balloon tip, distal marker and distal balloon portion became lodged at the bifurcation of the vessel, and the proximal balloon marker became detached and remains in an unknown location in the anatomy. The physician placed two stents "kissing technique" to cover the detached device fragments at the bifurcation. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4): the device is expected to be returned for investigation. It has not yet been received.